Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation the specific cause of phenomenon could not be identified as the reported issue was not reproduced during evaluation. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This supplemental report is being submitted to provide corrections for the initial MDR h6: medical device problem code olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus and evaluated. The customer allegation could not be confirmed. The unit did not power off during the burn-in testing and functioned properly according to the technical guide. It was noted that the device had minor cosmetic wear and tear. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that the evis exera iii xenon light source shut down during a diagnostic procedure. There were no reports of patient harm associated with the event.